Manufacturer narrative:
Date of event: used (B)(6) 2019 as event date comment provided was between (B)(6) 2019. Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.50 x 24mm synergy ii drug-eluting stent was advanced for treatment. However, during delivery, it was noted that shaft of the stent snapped a few inches away from the non-bsc bleedback control valve. The device was removed and the procedure was completed another of the same device. No patient complications were reported.